Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had refrigerator failure and cabinet required maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had intermittent failures. A field service engineer cleaned and tightened the connections on the latch and checked the fit of the hasp. The device was opened and closed in diagnostics, and a test was run, which passed without any issues. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.